Event description:
Product 2c6425 baxter: I v tubing, at the y port site, the rubber part that the needle injects into will sometimes dislodge, which in turn will clog the entire IV line. In this case a pt was being put to sleep for anesthesia and IV access was compromised because of this issue, no drugs or fluids could get to pt until the line was completely changed for new tubing. Also, the same tubing brand (not sure of lot number) has caused this same problem about 3 or 4 other times. Another issue with the same tubing brand is that it is noticed that when trying to give medications thru the y port, the medications will actually back up into the bag, and not going down to the patient. It was not noted at the time that the yport rubber part had dislodged in these cases. Lot number of tubing in today's event is (10)r21f24069. FDA safety report ID# (B)(4).